Event description:
It was reported that immediately following the insertion of the intra-aortic balloon (iab), the md found he could not remove the guidewire. Md tried to aspirate the line, but could not do so. Md stated that he "lost the central line" and removed the iab with the sheath. Another iab was not inserted.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.